Manufacturer narrative:
(B)(4).

Event description:
Received information the patient was not getting adequate pain coverage on her left side. Patient requires high voltage on both sides to address pain. The 565 lead was not providing therapeutic coverage so on (B)(6) 2010, the patient had two quad leads placed to address left sided pain. Currently, the left side has therapeutic coverage, but now the patient is not feeling any stimulation on the right side. Impedance measurements are normal. Medtronic representative has been using 13-14-15 in programming in the past to address stimulation needs but now patient is not feeling stimulation in these areas at all. There was no accident or incident related to this event. Patient has had prior surgeries and there was scar tissue noted during the 565 lead placement. No amount of reprogramming has helped establish stimulation sensation. Additional information has been requested and if received, a follow up report will be sent.